Event description:
The pt has reported intermittency and loss of lock during use of his cochlear device. External equipment was exchanged. Testing showed that the device lock was intermittent. The center will pursue device revision surgery.